Manufacturer narrative:
E1 initial reporter address 1: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached. Visual inspection revealed the sheath was kinked. Impedance testing showed an electrical open 0-10cm from the distal end of the catheter.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but the image was not clear. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.